Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during revision of the left ventricular lead, a guidewire could not be fully inserted into the body of the lead. The lead was explanted and replaced.